Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power event which was resolved by replacing the pump battery. A review of the pump history found no indication of a battery or other alarm related to the event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/20/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/12/2014 with the following findings:a review of the pump black box showed multiple unexplained power events. The pump battery compartment and cap were observed to be intact. The battery cap contacts were measured and confirmed to be within specifications. The battery cap was found to be able to fully tighten to the pump. The pump was exercised for 24 hours without power issues or alarms. The pump was opened and there was no evidence of internal moisture or loose components within the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.